Event description:
Event description guidant/crm received information that this selute picotip lead had dislodged four days after initial implant. The physician was unable to reposition this lead, and the physician elected to implant an active fix lead.